Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During the use of the device, the staples did not close. Use of another device to finish the procedure. Loss of 5 mins. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # p93t4g. Device analysis: the analysis results found that the msm20 device was received empty. Upon cycling, the instrument was noted that the lockout mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.